Event description:
Information was received indicating that a smiths medical cadd legacy 6400 pump had failed accuracy of -18.10% during testing. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy -18.10% was not confirmed in the event log and during testing the plump was within the published limit specification of +/- 3% and well within the published specification of +/-6%. As preventative measures the expulsor was replaced, the accuracy test was not able to be duplicated during testing.

Event description:
Investigation completed and summarized in h 10.